Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below section with this follow-up report. 1. Section b3 - event date has been changed from 01-apr-2025 to 31-mar-2025. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. The battery cap was received with the battery cap contact loose due to all 3 heat stake posts being broken. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 31-mar-2025 listed on smartsolve due to insufficient data in the trace/history files (primary svn (B)(4)). Perform the history review 1 week prior to the event date 31-mar-2025 in the pump history file and found 7 no delivery alarms on (B)(6) 2025 (during basal) (primary svn (B)(4)). The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump history file lists data from (B)(6) 2025. Unable to verify daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered for event date 30-apr-2025 due to no data available in the pump history file on a related svn (B)(4). Unable to perform the history review 1 week prior to the event date 30-apr-2025 in the pump history file due to no data available on a related svn (B)(4). Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.6 mv). The pump passed the functional testing. Unable to confirm alleged high bgs/dka (hyperglycemia). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and diabetic ketoacidosis customer reported blood glucose value of 800 mg/dl. Customer reported hyperglycemia and diabetic ketoacidosis was treated with intravenous insulin drip. Customer experienced symptoms like feeling sick/unwell and tired/weak. Customer visited emergency room and all the harms were treated in hospital. The event involved product(s) mmt-1884, unomedical, mmt-332a, unk_sensor. Troubleshooting was partially performed. It was unknown whether the auto mode feature was on at the time of incident. It was unknown whether the customer had been using insulin pump within 48 hours of reported event. No further patient complications were reported. Mmt-1884 was requested and customer response was the device will be returned and the customer will discontinue to use the insulin pump. No product return is required for unomedical. No product return is required for mmt-332a. No product return is required for unk_sensor.